Event description:
During an ablation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon attempting transseptal access, difficulty was encountered while advancing the sheath and dilator across the septum. The physician stated that there was a gap between the sheath and dilator and requested a replacement dilator. The procedure was completed successfully without any patient complications. The procedure was completed successfully without any patient complications. The device was returned to boston scientific for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive sheath observed a successful insertion during device to device interaction with a known good dilator. The faradrive shaft were measured and resulted in passing measurements. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced. The manufacturing deficiency conclusion code was selected for the allegation of difficult to cross septum as the outer diameter exhibited a bulbous appearance, resulting in lack of a tapered shape, as well as increased thickness and a flattened profile, resulting in a pronounced step transition at the interface when the dilator was introduced.

Event description:
During an ablation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon attempting transseptal access, difficulty was encountered while advancing the sheath and dilator across the septum. The physician stated that there was a gap between the sheath and dilator and requested a replacement dilator. The procedure was completed successfully without any patient complications. The procedure was completed successfully without any patient complications. The device was returned to boston scientific for further analysis.